Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg incision site. Cultures were obtained and the organism was proteus. Consequently, the patient underwent surgical intervention wherein the system was explanted. The explant date and the concomitant medical products and therapy dates are unknown.